Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as ¿high¿; however, a specific value was not provided. Customer administered a manual insulin injection to address elevated bg. Reportedly, the customer experienced issue loading the cartridge due to use error. Tandem technical support educated customer on the loading process and insulin delivery was resumed.